Manufacturer narrative:
Error code 45 was found in the pump history log. New pump software was installed. Reference recall number z-1870-2011.

Event description:
Information received indicates, pump experienced error code 45.